Manufacturer narrative:
(B)(4). Batch # n55r40. Manufacture date the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr60g cartridge not loaded on the device. The cartridge was received unfired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # m54t1z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: what type of procedure was the device used in: no answer provided; it was reported that the blade was locked on the pse60a and the ecr60g was partly not stapled. Was the ecr60g cartridge being used with the same pse60a: yes, the same stapler was used; when the blade locked on the pse60a, was any portion of the target tissue stapled or cut, if yes, were the staple line and cut line approximately equal in length: no it was not; was there any difficulty opening the device, if yes, how was the device removed from the patient, if yes, did the jaws eventually open: jaw was not opened;please provide further detail of the entire event. Response received: the device was not able to be opened after firing.

Event description:
It was reported that during an unknown procedure, the blade was locked on the device and the green reload was partly not stapled. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.